Manufacturer narrative:
Pump received with missing retainer ring. Unable to lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked case at the battery compartment, corroded battery tube, broken battery tube threads, missing display window cover, detached retainer, broken reservoir tube lip. Cosmetic damage at battery compartment was confirmed. Missing retainer ring noted during analysis. (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the back of the pump. The customer reported no adverse event. The event involved products mmt-1884. Troubleshooting was performed. The customer reported no adverse event. The customer dis-continue the use of the device. Mmt-1884 was returned for analysis.